Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed . A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent migration occurred. The 70% stenosed lesion was located in a severely calcified left anterior descending artery. The lesion was not pre-dilated. The 3.50x8mm taxus liberte' drug eluting stent was advanced to the lesion and deployed for 2 seconds at 16 atms and was fully deployed. Immediately after deployment, the stent migrated distal to the lesion. The physician indicated that the plaque structure of the lesion was a contributing factor in the event. The stent was well positioned and well apposed after migration. The procedure was completed with a non bsc 3.5x12mm stent and was not post-dilated. No further injuries or complications occurred. Patient status is satisfactory.